Manufacturer narrative:
Actual event date is unknown. Analysis of the device revealed that the shaft was disconnected, the needle was hanging out and bent. The magnet was rusted to the needle assembly. There were no obstructions found in the shaft, shaft tubes and needle. Shipping review was performed and the lot numbers from the two most recent shipments prior to the event were identified. A review of the device history record confirmed that the device met all material, assembly and performance specifications prior to release. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. Based on the investigations results, investigation conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that while priming the device, it was noted that no fluid was being expelled from the tip of the device. The pump, bag and outflow clamp were checked. There was a small piece of material on the tip of the delivery device obstructing flow. The procedure was completed with a second device. There were no clinical consequences to the patient.

Manufacturer narrative:
Actual event date is unknown. D3. Manufacturer name, manufacturer address 1, manufacturer city, manufacturer state and manufacturer zip/postal code corrected. G1. MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip/post code corrected. H6. Device codes corrected. Analysis of the device revealed that the shaft was disconnected, the needle was hanging out and bent. The magnet was rusted to the needle assembly. There were no obstructions found in the shaft, shaft tubes and needle. Shipping review was performed and the lot numbers from the two most recent shipments prior to the event were identified. A review of the device history record confirmed that the device met all material, assembly and performance specifications prior to release. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. Based on the investigations results, investigation conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that while priming the device, it was noted that no fluid was being expelled from the tip of the device. The pump, bag and outflow clamp were checked. There was a small piece of material on the tip of the delivery device obstructing flow. The procedure was completed with a second device. There were no clinical consequences to the patient.

Manufacturer narrative:
Actual event date is unknown. The product was not returned so no physical analysis could be performed. A review of the device history record confirmed that the device met all material, assembly and performance specifications prior to release. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. Based on the information available, an evaluation conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that while priming the device, it was noted that no fluid was being expelled from the tip of the device. The pump, bag and outflow clamp were checked. There was a small piece of material on the tip of the delivery device obstructing flow. The procedure was completed with a second device. There were no clinical consequences to the patient.

Manufacturer narrative:
Actual event date is unknown.

Event description:
It was reported that while priming the device, it was noted that no fluid was being expelled from the tip of the device. The pump, bag and outflow clamp were checked. There was a small piece of material on the tip of the delivery device obstructing flow. The procedure was completed with a second device. There were no clinical consequences to the patient.

Manufacturer narrative:
Actual event date is unknown.

Event description:
It was reported that while priming the device, it was noted that no fluid was being expelled from the tip of the device. The pump, bag and outflow clamp were checked. There was a small piece of material on the tip of the delivery device obstructing flow. The procedure was completed with a second device. There were no clinical consequences to the patient.